Manufacturer narrative:
Further information was requested but not provided.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited post-paced t-wave oversensing (pptwos). No changes or intervention was reported. The patient condition was stable.

Event description:
New information indicates that the pptwos reoccurred.